Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that reservoir was not able to lock in place. Customer¿s blood glucose was 179 mg/dl. Customer stated that insulin pump had crack in the reservoir and battery compartment. Customer was advised to discontinue use of the pump and revert to backup plan. Insulin pump will not be returned for analysis.